Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons did not work well on. The customer¿s blood glucose level was unknown. Customer declined to troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume and pump error 63 (variable 3) alarmed during self test due to broken trace at on keypad assembly. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.